Manufacturer narrative:
(B)(4). The customer returned one connector assembly, lidstock and other various components for evaluation. The catheter body was not returned. The sample contained obvious signs of use in the form of biological material. Visual examination of the returned connector assembly revealed that the arterial (red) extension line luer hub was cracked. This crack is consistent with over-tightening the luer hub. The extension line was also separated from the luer hub. The connector assembly was leak tested by attaching a 10 ml lab syringe filled with water to each luer hub and depressing the plunger. When the arterial line was tested, water leaked out of the crack in the luer hub. Testing the other extension line did not reveal any leaks. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. The report of a cracked luer hub was confirmed by complaint investigation. The arterial extension line contained one large crack. This crack is consistent with over-tightening the luer hub. A device history record review was performed with no relevant findings. Based the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The red luer hub was cracked. This issue was detected during inspection of the returned device.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates luer hub (red) cracked during use.

Event description:
The red luer hub was cracked. This issue was detected during inspection of the returned device.